Event description:
Customer called to report that the insulin pump has a full black screen. Customer stated that the insulin pump was exposed to extreme temperatures. Customer's blood glucose reading was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with full segments display due to cracked faulty connector on interface board. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window, and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.